Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports not happy with lower aligner results since the bottom teeth are not straight and there's lost due to the aligner not fitting correctly. The teeth are sensitive, and patient feels results are not where they should be. Additionally, the top retainer broke in the back (possibly due to grinding teeth). Current aligners noted as upper #12 and lower #16. Dental history includes crown in #31 and grinding of teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.